Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No system checkout was performed as the issue resolved with instrument replacement. The visualase cooling laser applicator system (vclas) was returned to the manufacturer for analysis. Analysis found that the end of the vclas was bent causing difficulty pulling through the bone anchor. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The kit was returned to the manufacturer for analysis. Analysis found no fault with the kit; the reported issue was caused by the mating vclas. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure with two ablations. It was reported that intra-operatively, during the second ablation setup, a manufacturer representative noted that the bone anchor was not fully secured. The surgeon decided to continue and insertion was successful. However during pull back at the testing phase, they did not observe a heating event. The representative found that the visualase cooling laser applicator system (vclas) had been damaged inside the sheathing and would not retract through the bone anchor. The surgeon removed the bone anchor and vclas together. The case was completed after a ten minute delay. The surgeon decided that the case was complete after the delay because the tumor that was being ablated had grown since the patient's previous scan and it was not possible to get all of the tumor. The first catheter placed ablated a good portion. The second catheter, which was the laser that broke, was not completely on target due to movement in the frame during placement. Since it was not possible to get the complete tumor, the surgeon decided that they were satisfied with the ablation from the first catheter. There was no reported impact to patient outcome. After removal, it was found that the sheathing was broken on the cooling catheter where the anchor met the bone.